Manufacturer narrative:
The unit was able to power on and was able to engage in monitoring activities but did not display properly. The b-segment of the middle 7-segment led in the top row of the display did not illuminate due to a defective system board. When swapped with a known good system board, the display functioned as designed.

Event description:
It was reported that one led segment of the display is blank. No known impact or consequence to patient.